Event description:
The user facility reported that the device failed the air sensor testing during incoming biomedical inspection. There was no pt injury associated with this event. No other info is available.

Manufacturer narrative:
The device is being returned to baxter for investigation, however, the eval is not yet complete. A follow up report will be submitted upon receipt of eval results.